Event description:
Allergan representative reported an alleged "leak". Additional information provided by a health professional noted that the event was first noticed after the pt had a fill, but the band still felt "too loose." Health professional added that fills were performed with non-allergan huber needles. Device remains implanted.

Manufacturer narrative:
(B)(4). The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." In addition, the labeling also addresses the following possible outcome of access port leakage: "caution: when adjusting band volume, use of an inappropriate needle may cause access port leakage and require re-operation to replace the port. Use only lap-band system access port needles. Do not use standard hypodermic needles, as these may cause leaks."